Manufacturer narrative:
The user facility report #(B)(4), was received from the (B)(4). The pt continues on lvad support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received a user facility report from the (B)(4) indicating that the pt experienced power and flow elevations with intermittent normalization of parameters. Echocardiogram (echo) showed an increased left ventricular end-diastolic diameter (lvedd) usually and intermittent opening of aortic valve. The inflow cannula was sitting close to the septum, but no evident turbulence, suction or obstruction.